Event description:
A report was received that the patient was not feeling stimulation and underwent an explant procedure. During the procedure, it was discovered that the lead contacts had been ripped off. The physician believed that it happened prior to the explant procedure. The lead contacts were taken out from the patient¿s body.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.